Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2022. H3, h4, h6: part #: 07.702.040s. Lot #: 2b53481. Manufacturing site: werk selzach logistik. Release to warehouse date: 18.feb.2022. Expiration date: 01.feb.2025. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an orif surgery with tfna implants and cement for the femoral trochanteric area. After the surgery bone union of the femoral trochanteric fracture was achieved, but femur head necrosis occurred, and the fixation collapsed. A revision surgery via tha has been scheduled for (B)(6) 2024 at another hospital. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 5 of 5 for complaint (B)(4).